Event description:
It was reported that during a percutaneous coronary stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the severely calcified proximal left circumflex (lcx) to distal lcx artery. The 2.5 x 24mm promus element mr stent delivery system (sds) was advanced, but was unable to cross the lesion. There was stent flaring noted on the stent with resistance noted while removing the sds from the guide catheter. The procedure was completed with poba using a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).